Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was a discrepancy of the atrial sensing measurements between the implanted implantable pulse generator (ipg) and the analyzer. It was further reported that after the pocket was closed, the p waves dropped. Imaging was done to verify that the lead had not moved. The lead was in its original position and the patient was very uncomfortable, so the procedure was ended. The sensing was reprogrammed and the following morning had risen back up to within normal limits. The cause of the drop in p waves was not determined. The ipg and atrial lead remain in use. No patient complications have been reported as a result of this event.